Manufacturer narrative:
A supplemental MDR is being submitted due to correction from additional information received. The following sections of this report have been updated: b.4, g.3, g.6, and h.2. The following sections of this report have been corrected: b.3.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaints for delivery system leakage was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined, and there was any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. In this case, excessive manipulation was applied on the device to overcome the encountered difficulty to cross native annulus and/or bioprosthesis (as reported, ''some aggressive torque and push was performed''). Excessive torque and/or push force applied on the delivery system may further damage the balloon shaft, potentially causing the reported fissure which will lead to the reported leakage. Available information suggests that procedural factors (excessive manipulation, high push force) may have contributed to the delivery system leakage the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in belgium, regarding a 26mm sapien 3 ultra valve implant within a pre-existing surgical valve by transfemoral approach, during the procedure the magna ease valve was very calcified and a lot of difficulties to cross with the sapien valve were faced, therefore, some aggressive torque and push was performed that lead to a small fissure in the very proximal part of the commander delivery system with contrast leak during inflation of the balloon. The sapien valve was not totally deployed and presented some high gradients. Post-dilatation with 25mm balloon was performed.